Event description:
Rec'd an electronic report of a line that separated at the saline t from a hemodialysis user facility. A call was placed to this dialysis facility and additional info was rec'd from the rn who provided care of this pt. It was learned that the hemodialysis bloodlines were primed and this event occurred as she was initiating the treatment. The tech was pulling syringe up at arterial chamber when the whole arterial chamber line separated from the arterial chamber. The pt was reinfused, then clamped off. The rn attached new arterial bloodline. The pt lost approximately 40 ml of blood.the blood coming from the pt never did get to the arterial chamber. The pt was able to complete prescribed dialysis therapy as ordered. The sample is available for an evaluation. The pt is reportedly fine with no ill effect related to this incident.